Event description:
From staff: during a stereotactic biopsy a biopsy marking device was attempted to be used. The "marker" did not deploy was expected and would not. A new biopsy marker was opened and used with success.